Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update: (B)(6) 2011- received litigation papers. They allege that doi was (B)(6) 2008, and that patient suffered from severe hip, thigh, and groin pain; pain while sitting for prolonged periods of times; pain while lying on her side; and pain while walking. She was also injured by excessive levels of chromium and cobalt. Additionally it was reported that the patient was diagnosed with a staph infection in her right hip area which led to the explant of her right sided asr hip implant. Product/lots added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).